Event description:
It was reported that the system 9800's left monitor suddenly went dim during a procedure. The procedure was completed but the image quality was poor. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure to prevent recurrence the ambient light sensor was disabled and the monitor standby timer was changed from 30 to 80 minutes. The system was tested and found to be working as intended and placed back into service.